Event description:
Additional information: return device analysis identified the polymer coating on the guide wire was separated, not the guide wire tip as initially reported. Follow-up with the account confirmed that the polymer coating is what they were reporting as separated. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a lesion in the left lower femoral artery. After the procedure was completed, the 10cm ht command 18 was being removed with the catheter and the tip was noted separated; however, nothing was left in the patient. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.